Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had act button and the esc button could be operated, but only the up arrow button could not be operated. The customer's blood glucose was unknown at the time of incident. The customer reports that self test was passed. Customer reported that the basal insulin could be delivered, but the bolus could not be delivered. The insulin pump will not be returned for analysis.